Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional follow up: intervention required: laparotomy (anastomosis remake); permanent damage to the patient? No, only the laparotomy incision. Patient is still in hospital and will be discharged in 5 or 7 days.

Manufacturer narrative:
(B)(4). Incomplete-interrupted firing cycle. Medical director reviewed the event, comments are as follows: while it is unfortunate that the stapler "locked out" and the anastomosis had to be created by hand, this complications is not necessarily a direct result of a stapler failure. A handsewn anastomosis in this situation is typically easily created, and will stenose due to a number of patient or technique related issues. The ec45a device was received for analysis with no visual non-conformances and with a white cartridge reload loaded. The cartridge reload was received partially fired consistent with an incomplete or interrupted cycle. The device was tested for functionality in the articulated position with the returned cartridge reload by resetting and reloading it into the device. The device achieved its complete stroke firing sequence without any difficulties. The remaining staple line and cut line were complete and the staples were noted to have the proper b-form shape.

Event description:
It was reported that during a gastric bypass procedure, the stapler locked. The stapler locked when fired, and as there were no more loads, the anastomosis was made manually. Six days after the procedure, it was necessary to have another surgery, since the manual anastomosis caused an intestinal occlusion. So the doctor had to open the patient to unobstruct the intestine. The intestinal occlusion was not caused by the stapler itself, but by the fact that it locked and the doctor had to make a manual anastomosis, which caused the problem. Converted to open.